Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, fluid was found to be leaking from the 4-way topcock. The set was found to be leaking . No patient injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the user. A search of the complaint database found no similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.